Event description:
The surgery on (B)(6) 2014 was an insertion of c2 interbody allograft at fractured site. The patient was positioned prone in 3 point fixation via an a1059 mayfield skull clamp. The patient was in this position for approximately 15-20 minutes when this event occurred. According to the surgeon the arm frame did not completely lock at the teeth. The three point fixation was placed supine and then the patient was transferred to the prone position from the patients bed. The incident caused two lacerations on both the left and right side at the insertion site of the pins. Both sites required staples by the surgeon. The integra skull pins were utilized for this procedure. The patient recovered from the lacerations.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.